Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-jun-2017, fse arrived at the site to address the reported event. Fse cleaned and lubricated all the sorter rails and the right tip lane. Then the sorter arm, right tip lane, stc lane, right cup trays, and shelf x & y were realigned. Fse subsequently was able to run "get cup" and "get tips" without any errors. The customer was also able to run controls without issue. No further action was required by field service. The most probable cause of the reported event was cup and sorter tray misalignment.

Event description:
On (B)(6) 2017, the customer reported errors "test cup-tip lane home overrun/failed to detect cup from sorter" with their a1a-2000st. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prog, lhii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.